Event description:
Healthcare professional reported "Deflation" via the National Breast Implant Registry (NBIR). This record is for right side. The device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: Deflation.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.